Manufacturer narrative:
Customer complaint of the tip of this product was fractured was confirmed. Visual examination of the returned used device found the needle tip damaged at the ceramic tube housing, and there does appear to be a loss of material. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 30 complaints regarding 37 devices for this device family and failure mode. During the same time frame 121,221 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .0003 per the instructions for use, the user is advised the following; - if any visual damage to the device or defects are noticed during use, stop using he device immediately and replace the device. - use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the device and/or injury to the patient. - do not activate the electrode while any portion of the electrode tip is in contact with another metal object, including the scope, localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported aes-90sc, arthroscopic 90-degree probe, is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the aes-90sc probe had a fractured tip after use in a 2 hour long arthroscopic rotator cuff repair, on (B)(6) 2018. This fracture happened during surgery, shaver and forceps were also in use at the same time. There were no fragments that broke off, only a fracture line in the device. The surgical team was familiar with the product and its use. The tip of the ablator was always in view. There were no fragments left in the patient. There was no patient injury. There was no reported delay in surgery. The surgery was completed as planned. Photographs were provided, which show the fracture line at the tip of the ablator. This report is being raised of the basis of device malfunction with potential for injury upon reoccurrence.